Event description:
Procedure: hemicolectomy. According to the reporter: the instrument has been closed and fired correctly. The bowel-lumen was not closed and the staples remained unformed when the jaws were open. The tissue was taken care of by manual suturing. No further report of pt complications were made.